Event description:
It was reported that a half day infusor ¿burst during filling.¿ there was no patient involvement. No additional information is available. This is report 3 of 3.

Manufacturer narrative:
(B)(4). The device was manufactured september 3, 2013 - september 6, 2013. The reported condition of rupture was not confirmed; however, a leak was observed during sample evaluation, see report 1416980-2014-05519. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed, and there were no deviations identified related to the reported condition. The reported condition was not confirmed. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.